Event description:
Clinical trial. Same patient as MFR report #: 6000089-2007-00443 and MFR report #: 6000093-2007-00625. It was reported that 519 days following a coronary artery drug eluting stenting procedure, the patient developed in-stent restenosis. The initial procedure identified and treated one de novo, 2.5x20mm, 90% stenosed, mildly tortuous lesion of the proximal cx (circumflex). The lesion was treated with predilation and placement of a 2.5x20mm taxus express2 stent. The patient was discharged the next day on asa and plavix. The patient returned due to proximal edge in-stent restenosis of the proximal cx stent. The in-stent restenosis was treated with placement of a 2.5x8mm taxus express2 drug eluting stent. The investigator reported that the relationship of this event to the study device was "probable". The patient was reported to be taking asa and plavix at the time of this event.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause is unk.